Event description:
During service, it was noted in the diagnostic history log that an air source fault resulting in a gas supplies lost. (Gas supplies lost: safety valve open alarm). No patient involvement / harm.